Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, walking the caller through the process. After the reset, the pump no longer displayed the error, and the caller successfully started their sensor session.